Event description:
The customer reported that while a pt was on the table, a cable that was attached to a spatula in use caught on fire and there was a small flame. The customer stated that a spatula was in use with the cable. Prior to the flame, the covidien generator was set at 20 and no effect was noticed with the instrument. The unit was then set at 30 with no effect on the instrument. Then the unit was set at 50, and that is when the cable caught on fire. There was no pt injury. The flame was extinguished using a wet cloth and the drapes to smother it, and the generator was unplugged. The surgery proceeded using a another piece of disposable equipment and the same generator. The site does not believe the generator contributed to the reported incident and thinks there may have been a crack in the insulation of the non-covidien cable.

Manufacturer narrative:
(B)(4). One forcefxcs generator was received and evaluated at covidien. The investigation included testing all modes, and the unit was found to function normally and with spec. One e6008 footswitch was also received and evaluated. Testing of the footswitch found the footswitch to function normally and within spec. In conclusion, the investigations did not identify anything that would have caused or contributed to the reported event of a flame/fire occurring on the cable that was in use.